Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During the procedure, the implanting physician experienced difficulties to place the lead as it exhibited helix extension issues, showed noise and was unable to pace or sense when connected to the pacing system analyzer (psa) or the pacing device. The physician stated the patient tissue likely stuck to the helix after several repositions attempts. As result, the lead was removed prior to pocket closure. No adverse patient effects were reported.